Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient was lost to follow-up and the medical personnel was unable to interrogate the pacemaker. It was noted that the patient's heart rate was in the 30 to 40 beat per minute range. Boston scientific technical services (ts) was consulted and discussed that the pacemaker was likely at end of life (eol) and recommended replacement. At this time the pacemaker remains in service and no adverse patient effects were reported.